Event description:
The customer reported that the system had a half value layer of x-ray tube too low. No patient injury was reported.

Manufacturer narrative:
The ge service rep found the collimator blades were inoperable. The ge rep replaced the hv cable for collimator issue and x-ray tube for hfl issue. He broke the temp sensor cable replacing the x-ray tube then replaced the temp sensor. System functional as intended.